Event description:
Electrical and connection issues were noted to the subject pacemaker. During a device check on (B)(4) 2014 a warning message showing high ventricular impedance was noted. A follow up was performed on (B)(6) 2014 and high ventricular impedance was confirmed again. Loss of capture and sensing failure were noted to each channel, however the atrial lead impedance was normal. Based on saved data, v impedance increase started about two months before. A re-intervention was performed on (B)(6) 2014. Before the procedure the ventricular impedance was above 3 kohms. Sensing failure was still observed on atrial side. During the procedure the ventricular lead came out of the port before unscrewing the setscrew. The atrial lead was tightly connected. Normal values were obtained when the leads were measured by an analyzer. However loss of capture and sensing failure were still observed on the atrial lead. A new pacemaker was implanted. It was reported that the same issues with the atrial lead recurred with the new device. Preliminary analysis showed that device operation was within specifications.

Manufacturer narrative:
Further analysis of the returned device confirmed proper electrical and mechanical function.

Event description:
Electrical and connection issues were noted to the subject pacemaker. During a device check on (B)(4) 2014 a warning message showing high ventricular impedance was noted. A follow up was performed on (B)(4) 2014 and high ventricular impedance was confirmed again. Loss of capture and sensing failure were noted to each channel, however the atrial lead impedance was normal. Based on saved data, v impedance increase started about two months before. A re-intervention was performed on (B)(4) 2014. Before the procedure the ventricular impedance was above 3 kohms. Sensing failure was still observed on atrial side. During the procedure the ventricular lead came out of the port before unscrewing the setscrew. The atrial lead was tightly connected. Normal values were obtained when the leads were measured by an analyzer. However loss of capture and sensing failure were still observed on the atrial lead. A new pacemaker was implanted. It was reported that the same issues with the atrial lead recurred with the new device. Preliminary analysis showed that device operation was within specifications.